Event description:
The home patient (hp) contacted baxter's technical service center regarding a low drain volume (ldv) alarm which occurred on the homechoice (hc) during use during initial drain. The hc advanced into fill 1 of 4 on its own and the issue was resolved. However, there was air in the patient line. Baxter contacted the hp on (B)(6) 2011. The hp stated that she did not recall if there was air in the patient line that day. She did not see anything unusual about her supplies, and there was no sample available. She did not recall the lot number. Since then, therapy has been going well and the patient stated that they were doing great. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a low drain volume alarm was confirmed. The root cause was air in patient line. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.